Event description:
It was reported that the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 5 and 24 hours. Investigation of the pod found that the cannula was torn off and its measured length was out of specification. The device was originally reported for customer not sure delivering insulin.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn off. The length of the soft cannula was measured to be out of specification at 23.24mm. Fluid was observed exiting the tear during the fluid path test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.